Manufacturer narrative:
The insulin pump was received with intermittent up arrow button due to flattened dome switch. No unlocked lcd keypad connector. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly; the down arrow is sometimes unresponsive. The patient's blood glucose at the time of incident is unknown. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.